Manufacturer narrative:
(H3) based on review of all available information and considering the report that the patient has hard diaphyseal bone, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-36-00 - 36mm humeral liner +0 unconstrained. 320-10-00 - equinoxe reverse tray adapter plate tray +0. Reverse humeral tray (extension). 320-31-36 - glenosphere, 36mm. 320-35-02 - small superior augment glenoid plate.

Event description:
As reported, during the initial procedure for this 61 y/o female, when placing the right final stem, due to the hard diaphyseal bone, there was a periprosthetic fracture that did extend past the metaphysis. The stem was still stable. The area of the fracture was packed with humeral head autograft and a single cerclage cable was placed. The case reports state the issue was resolved on (B)(6) 2021. The case report form indicates this event is not related to devices and possibly related to procedure. This event report was received through clinical data collection activities. Devices remain implanted. Patient has a history of osteonecrosis, adrenal insufficiency, hypotension, hypothyroidism, status post chemotherapy, and received subacromial injection (B)(6) 2020, (B)(6) 2020, at an outside institution.